Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 33 mmol/l at the time of incident and feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose. It was unknown that the customer was using auto mode feature on insulin pump or not. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.